Event description:
The customer reported the sys displayed a charger failed error on boot up which prevented the sys from completely booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the filament driver board and the battery charger. The sys operates as intended.